Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during unpacking an open seal was noted. A f/g renegade 150/10/1tip microcatheter had been selected. During unpacking, it was noticed that the package seal appeared already opened on one corner. The device did not come into contact with the patient and the procedure was completed with another of the same device.